Event description:
Device switches on automatically and prompts memory full.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6)2012 . Corrosion was observed on multiple membrane tail tracks, including the on_button line. This had resulted in the reported fault of the device switching on automatically, leading to multiple 10-minute timeouts which had filled the device memory, triggering the reported ¿memory full¿ prompts. The fault could not be replicated after the corrosion was cleared. This confirmed a failure of the membrane due to corrosion on the membrane tail. The corrosion observed on and within the device would indicate the device had been subject to storage outside of the recommended conditions. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically and prompts memory full.